Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 during treatment. The patient tried to restart treatment, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. At this point the patient called tech services and was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The pdrn told the patient to wait until the next day and do next treatment with the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The cycler set is available to be returned to the manufacturer for analysis.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: the device was returned to the manufacturer and a physical evaluation was performed.  During the disinfection of the actual sample a leak was found on the cassette film. During the visual inspection with a microscope, a tear was observed in the cassette film.  A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The event was confirmed based on the sample evaluation, however a cause could not be established. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 3 during treatment. The patient tried to restart treatment, but the air detected in the cassette alarm continued to alert. The patient cancelled treatment. The leak was discovered when patient removed the cycler set cassette from the cycler. Patient was unable to identify where the leak originated. There was fluid inside the pump module area as well as on the exterior of the pump module cassette. At this point the patient called tech services and was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). The pdrn told the patient to wait until the next day and do next treatment with the new cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with the new cycler with no further issues. There was no damaged noted on the cycler set cassette. The cycler set is available to be returned to the manufacturer for analysis.